Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 35 mg/dl (1.9 mmol/l) mobile system 1 and 22.2 mmol/l (400 mg/dl) mobile system 2 no actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in greece while this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).